Manufacturer narrative:
Concomitant medical products: product ID: 978b128. Lot# va2ce5a, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 10-dec-2022. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported change of sensory stimulation area, reduction in efficacy, symptom return. Patient was implanted (B)(6) 2022 - the night of (B)(6) 2022 patient participated in what they described as "impactful" exercises.. Immediately following the impactful exercises, the patient described their area of stimulation changed from the vaginal area to the leg, foot and calf area. After multiple trouble shooting conversations over the phone and through the zoom app on the patients smart programmer, the patient divulged that the "impactful" exercises was actually intense sexual intercourse. The representative (rep) was initially contacted by the clinic to contact the patient on wednesday (B)(6). First call to the patient was the evening of (B)(6) to discuss the patients concern. They agreed to zoom (B)(6) 2022. During the zoom call, the rep was able to validate that there were not any impedance issues on the lead and stimulation area was mainly in the hip, and leg area indicating that the s2 nerve was being activated. The patient and rep worked through multiple programs, and the area of stimulation was not in the patients desired area "vaginal / rectal". The patient and rep agreed to speak again on (B)(6) 2022. Again on (B)(6) 2022 the patient and rep spent close to 2 hours over zoom changing stimulation settings in an attempt to change the area of stimulation back the patient's desired area "vaginal / rectal". Monday (B)(6) rep proactively followed up with the patient to see if any of the changes in settings were able to help the patient with their area of stimulation . At that point they described that they were having return of urinary symptoms and new constipation . The rep discussed with doctor's clinic nurse and np  that they had exhausted all trouble shooting efforts and that they needed to see the doctor. An appointment was made for the patient (B)(6) 2022. Rep agreed to maintain contact with the patient weekly until their appointment with the dr.  (B)(6) 2022. The patient and rep communicated (B)(6) and rep was present for their appointment (B)(6).  During their appointment on (B)(6) rep once again was able to run diagnostic checks for impedance and battery function and no impedances were detected and battery was functioning properly. Rep was able to visualize the s2 motor responses during their visit and the  patient's area of stimulation was still hip, inner thigh, calf and foot. Dr  ordered x rays of the lead to see if the lead position had moved due to the new s2 visualization of motor response. On (B)(6) dr notified rep of the changes in lead positioning and sent rep xray pictures of verification. The patient is tentatively scheduled for lead replacement (B)(6) 2022.

Event description:
Additional information was received from the manufacturing representative. It was reported that removal of lead by hcp was a success. No issues with the removal. Standard techniques were used. No fragments were left behind. Dr moore also successfully placed a new lead without issue to the patients right side. Rep has possession and will return to medtronic for evaluation. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the returned lead va2ce5a the lead was returned segmented however, passed functional testing. The returned ins njy523176h revealed the implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned lead revealed the lead was returned segmented; however electrical testing of the returned segment(s) det ermined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.